Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a stockert ep-shuttle radio frequency generator and a high temperature displayed without error message occurred. The system did not stop ablation when the temperature cutoff value was exceeded. Repair follow-up was performed and device was not shipped for service. Service was declined. Complaint was unable be to confirmed. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a stockert ep-shuttle radio frequency generator and a high temperature displayed without error message occurred. The generator was on temperature control mode with a power of 25 watts. The high temperature observed was 50°c. The system did not stop ablation when the temperature cutoff value was exceeded. The user stopped ablation using the stop button. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. This event is MDR reportable because if the generator reads a temperature higher than the cutoff, and the generator does not stop ablation, this could potentially cause patient injury.